Event description:
It was reported that a patient underwent an open cholecystectomy on (B)(6) 2011 and a 15 fr drain was placed within the gallbladder fosse. On (B)(6) 2011, while a surgical resident was removing the drain, part of the drain broke off and was retained in patient's abdomen. The retained piece of drain was confirmed with radiographic study. Four days postop, the patient was taken back to surgery for removal of the retained piece of drain with no further issues noted. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.